Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer¿s blood glucose was between 54-500 mg/dl. Reportedly, the customer successfully fill a new cartridge with the second needle.